Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: dislodged stent. Time of device issue: prior to procedure. Adverse event: none. It was reported that after advancing the promus to the lesion and inflating the balloon, the stent could not be seen. The unexpanded stent was found on the sterile table. Another promus was used to complete the case successfully. There were no patient effects. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.